Event description:
It was reported that the pt had surgery in 2006 for a greater trochanter fracture. The following month the pt complained of pain and x-rays revealed that the cable was dislodged. The cable was explanted in 2006 and the pt had no replacement implanted since the bone had fused; however, it was mal-union.